Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 14) postoperative bone fracture and pain.

Event description:
It was reported that patient enrolled in clinical study, underwent left total hip arthroplasty on (B)(6) 2004. A subsequent revision was performed on (B)(6) 2012 due to fracture of the femur. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that patient enrolled in clinical study, underwent left total hip arthroplasty on (B)(6) 2004. A subsequent revision was performed on (B)(6) 2012 due to fracture of the femur. No further information has been provided.

Event description:
It was reported that patient enrolled in clinical study, underwent left total hip arthroplasty (B)(6) 2004. A subsequent revision was performed (B)(6) 2012 due to fracture of the femur. Additional information received in patient medical records indicates that the femoral component was loose.